Manufacturer narrative:
The device was not returned for evaluation as it had been discarded subsequent to the event. The automatic impella console data logs were returned for analysis. In addition, echo images taken during patient support were also returned for analysis. The analysis of the data logs revealed a number of suction alarms had occurred during patient support. The echo images were reviewed by the abiomed staff physician. The images revealed that the device was not positioned correctly. The inlet cage seen to be pressed up against the interior leaflet of the mitral valve. In addition, and as reported in the event description portion of this event, the patient had class IV mitral valve regurgitation. Poor positioning and mitral valve regurgitation can increase the amount of shear stress experienced by red blood cells. In conclusion, the root cause of this event indicates that the patient's severe mitral regurgitation and poor pump placement most likely contributed to the hemolysis observed in the case; however, the root cause is unable to be definitively determined because the device was not returned for evaluation. As a corrective action customer retraining on recommended cannula placement during impella cp support has been scheduled to be performed with the staff at this facility during the week of (B)(6) 2017. (B)(4). Device discarded by user.

Event description:
The complainant reported that on the morning of (B)(6) 2017 an (B)(6) male patient was admitted to the facility to have an elective high-risk percutaneous coronary interventions (hrpci.) The patient exhibited a 20% ejection fraction. Prior to stent placement an impella cp was placed. The impella cp was successfully placed per protocol. The physician then performed stent placement in the patient's right coronary artery, left anterior descending artery, and left main artery. During the left main manipulation there was loss of contractibility. The doctor also performed a balloon angioplasty on the patient's circumflex and obtuse marginal arteries. The repositioning sheath was inserted following the oscor sheath removal. The device remained in the patient to support the patient's diminished kidney function and to help unload the left ventricle during recovery. The patient was brought to the ICU after the intervention. While in the ICU, the patient coded, lost pulsatility and went into ventricular fibrillation, and his blood pressure dropped. Pressors were administered and CPR was started. The patient's heart returned to a normal sinus rhythm and flows were restored. The physician reported that the echo that was performed on the patient revealed very minimal right heart and left heart function, and that the patient had severe mitral regurgitation. That evening the patient coded again and received chest compressions. Later that night the patient's urinary output had turned pink. During the 25 hours of support the patient experienced many cardiac events, including atrial fibrillation. In response to these cardiac events CPR was performed, the patient was defibrillated, and cardioverted. Minimal signs of hemolysis / very light pink urine was observed. An echo was performed and showed good pump position. There was one event of a suction alarm due to a central venous pressure drop from 12-8; and was adequately corrected and resolved. Volume and flow improvements were attained without suction alarms or diastolic motor current waveform indicators of suction. There were no diagnostic tests performed to confirm hemolysis. There was only clinical diagnosis of pink urine and a drop in hemoglobin values. Patient developed distended abdomen overnight and a CT was performed prior to removal of the impella cp to rule out the possibility of a bleed. The CT showed no vascular component related to abdominal distention. On (B)(6) 2017 the patient was weaned and the impella cp was removed. In response to the suspected hemolysis the patient was administered 7 to 8 units of packed red blood cells. On (B)(6) 2017 the patient placed on palliative care, and did expire on that same day.